Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during a post implant check, a loss of sensing was observed on the atrial lead. The patient was asymptomatic. The lead was found to be capturing in the right ventricle. X-ray confirmed that the lead had become dislodged. The lead was programmed off.